Event description:
A report was received that the patient was experiencing an ongoing pain at the pocket site. It was also reported that the ipg healed in a tilted position. The patient underwent a revision procedure.